Event description:
Procedure: lung biopsy. According to the reporter: a left lung biopsy was performed, concretely on the superior lingula lobe of the left lung. It was stapled with 45 rotic sulu and bleeding was observed. A 60 rotic sulu in a higher area of the left lung was used and was observed that it cut but did not staple. The case was extended by more than 30 mins. It was reported this female pt was returned to operating room, for surgery at urgencies service. To solve the problem the surgeon used manual suture from the competence (vycril 2/0).

Manufacturer narrative:
(B)(4)